Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the forks are bent at attach stem, which confirmed the original complaint issue. The casters were uneven due to wear damage due to the bent forks. However, the underlying cause could not be determined.

Event description:
Dealer advised both forks are bent and casters need to be replaced due to bend.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised both forks are bent and casters need to be replaced due to bend.